Event description:
The clinician said implant was placed in 2005 and removed approx eleven months later, because of mobility. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality and quantity insufficient.

Manufacturer narrative:
The implant was received with a nonprepped abutment attached and a crown unattached. The implant was not fractured and was examined under 10x magnification. There were no thread defects noted. The implant was then compared to a l0250 rev 10/03 radiographic template and determined to be a 4mm x 12mm implant.